Event description:
Biomed reported the following: heparin programmed at 1225 u; pump rounded to 12.3 ml/hr. During rounds, pump observed to be infusing at 1240 u or 12.4 ml/hr. Rn inquired if anyone changed the rate. Stat labs drawn-ptt was lower than prior dose. No tubing was saved. Although requested no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.